Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a charger failure error and a burnt plastic smell during a case. No pt injury was reported.